Event description:
A nurse reported that during an operative procedure, the cannula and luer lock detached from the spring of viscoelastic and caused a rent in the pt's eye. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: no similar complaints have been received so far for this lot. Investigation showed that no remarks related to this complaint were reported in the batch record visual inspection; all syringes are visually inspected; items with incompletely assembled luer lock adapters are removed. No loose luer lock adaptors were found for this batch. A functionality test was performed on reference samples, the results were satisfactory. Since no complaint sample is available further investigation cannot be performed. However it is very important that the surgeon properly screws the cannula onto the syringe as mentioned on the leaflet. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information on (B)(4) 2012 and (B)(4) 2012 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).